Manufacturer narrative:
Investigation conclusion: a review of the DHR found that lot met all release criteria. A review of complaint history identified 8 similar complaints. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Investigation summary: in response to your complaint, we tested retained devices from the reported lot with negative standard. In our quality control laboratory, all the retained devices tested yielded valid and accurate negative results at the ten minute result read time. The information you provided has been documented and will continue to be monitored for future trends. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported one false positive result on quickvue at home otc covid-19 test. Patient was symptomatic. The consumer communicated the result was confirmed negative by molecular pcr testing.